Event description:
I purchased several cans of equate sterile saline soltion for contact lens recently. On 12/08/06, my teenage son used one of the cans for the first time. Later that day his eyes became irritated. The next day we smelled the solution coming from the can. It had a strong, musty smell. We checked the other cans from the same purchase and they also contained a musty ordor. We compared it with a can we had bought a couple of months earlier and the older can did not smell musty. Of course, we are not going to use the musty smelling cans, but I want to notify you in case, you want to investigate. The number on the bottom of the cans is "b60901 exp 08/08." The can states it is manufactured by applied laboratories, inc. Of columbus, in 47202. I'll retain the cans until I hear from you. I don't know if this is serious, but it sounds as if it could be.